Event description:
During laser lithotripsy with holmium laser and stent placement the surgeon noted the end of a 200 micron laser fiber broke off. Due to the size of the fiber there was no actual ability to remove the fragment. Incident was disclosed to the patient by the surgeon.